Event description:
Same case as MDR ID#: 2134265-2011-06033. (B)(4). It was reported that post a stenting treatment procedure, a cardiac enzyme elevation myocardial infarction occurred. The patient presented due to unstable angina. The first 70% stenosed and 18mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 3.0mm. The first target lesion was treated with pre-dilation and placement of a 3.00x24mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The second 80% stenosed and 7mm long target lesion was located in the proximal lad with a reference vessel diameter of 3.5mm. The second target lesion was treated with pre-dilation and placement of a 3.50x12mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. One day later, the patient experienced elevated cardiac enzymes. No actions were taken to treat the event. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).